Event description:
This device was implanted on (B)(6) 2011 and was abandoned on (B)(6) 2013 due to high defibrillation thresholds with and without superior vena cava coil at 28j and 35j requiring external rescue twice. The physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).